Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the pace/sense channel resulting in four seconds of pacing inhibition and caused detection. There was no inappropriate shocks. A revision procedure was performed and the rv and the competitor's left ventricular (lv) leads were switched in the header. It was noted that the patient is dependent but had no syncope as a result of the pacing inhibition. Technical services (ts) discussed implications of the pace/sense leads being switched in the header. The field representative indicated that they induced the patient and had appropriate detection and therapy. There were concerns of rv oversensing in the lv port and still having pacing inhibition.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.